Event description:
On (B)(4) 2012, the reporter, the patient's father, contacted animas to report the patient obtained erratic blood glucose levels. On unspecified dates, the patient obtained blood glucose readings of 350 mg/dl to 450 mg/dl, and tested positive for ketones. At those times, the patient experienced the symptom of lethargy. The patient also reported obtained readings from 35 mg/dl to 55 mg/dl, and experienced the symptoms of shaking. The patient administered self-treatment by consuming juice; he did not seek any medical attention. Troubleshooting revealed all pump settings were correct. The patient allegedly suffered blood glucose levels and symptoms suggesting both severe hypoglycemia and hyperglycemia while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the total daily dose delivery correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering with specifications. Unrelated to the complaint, evaluation revealed a scratched display screen and the keypad symbols were worn, which has no effect on insulin delivery function. There was no defect found with the original complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.